Event description:
Related manufacturer reference number: 2916596-2023-08009. It was reported that a heartmate 3 patient passed away. The patient was found down with frayed cords and alarms going off. The patient had been lost to follow up for most of 2023. The alarms were red heart alarms, and driveline disconnect alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
H6: medical device problem code corrected. Manufacturer's investigation conclusion: a specific cause for the patient¿s outcome could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Review of the submitted log files confirmed that the pump was stopped on the date of the patient's expiration; however, a specific cause for these findings could not be conclusively determined. An image was submitted that showed a portion of the controller with an active red heart alarm and ¿low flow¿ displayed on the screen with a length of 54:16 (54 minutes, 16 seconds). The pump running light was not illuminated, indicating that the pump was off. Additionally, the driveline disconnected symbol was not active, indicating that the driveline was connected at the time of the image. Review of the log files from the primary controller, serial number (B)(6), found that the pump was operating without issue at 00:29:22 on (B)(6) 2023. Then, the pump was off at 01:29:21 on (B)(6) 2023 with low speed advisory, low flow, and left ventricular assist device (lvad) off alarms while the driveline was connected to the controller with power from 14-volt batteries. This event was consistent with the status of the system in the submitted image; however, a specific cause for the system being stopped could not be conclusively determined as the onset of the event was overwritten by new data in the event log file. The log files show that the driveline was disconnected from the primary controller sometime between 1:29:21 and 2:28:28 on (B)(6) 2023, with the applicable alarms active; however, it was unable to be determined if the disconnection of the driveline was related to the event or discontinuation of support after the patient had expired. The time of the patient's expiration could not be determined through the log files. Log files from the backup controller, serial number (B)(6), were also reviewed which found that the driveline was briefly disconnected on (B)(6) 2023. Approximately 2 minutes later, the driveline was disconnected and remained disconnected. These events appear consistent with a controller exchange on (B)(6) 2023 (captured under MFR # 2916596-2023-08475) and not related to the patient's outcome on (B)(6) 2023; however, a specific cause for these findings could not be conclusively determined. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation and no autopsy was performed. The patient¿s outcome was not considered to be device or therapy related. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that patient's sister reported seeing them via ring video doorbell. The patient had reportedly gone into their bedroom, and it was assumed they were changing their batteries. Then the device was heard alarming. It was unclear how long this was. The patient's ex-spouse eventually went in to check on the patient and at that time they had passed. The patient was brought to the hospital and the healthcare team did not know how to turn off the device. Technical services advised the customer on how to place controller in a sleep mode. This account noted that the patient was very non-compliant and had been lost to follow up for most of 2023.